Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. As per the investigation procedure deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "during the last cancer screening, it was found that one was about to break" of right side. Patient later reported rupture diagnosed via MRI, palpation and sonography. The device has been explanted.

Event description:
Patient reported "during the last cancer screening, it was found that one was about to break" of right side. Patient later reported rupture diagnosed via MRI, palpation and sonography. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.